Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen/backing separated into two pieces while the user was seated at a table and picking it up to check blood glucose, and the device continued to function but the backing detached, consistent with screen bezel separation and suspected adhesive failure. Symptoms included no change in blood glucose control and no alarms. Outcomes included no injury, no medical intervention, and continued cgm use. Investigation included user interview, troubleshooting, and education on shutdown, data sync, return, and replacement start-up. Investigation of this case revealed a physical enclosure failure of the screen bezel/backing with suspected bond or adhesive separation, while core pump function and electronics remained operational. It was concluded, based on previously established findings for similar reports, that the cause was product physical property degradation or adhesive bond failure under normal handling.